Event description:
It was reported that the device right hand keypad does not operate. Physio-control evaluated the device and found that the device was unable to analyze ECG due to an inoperative analyze button. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be an electrically leaky capacitor, c21, on the digital pcb assembly. A replacement device was provided to the customer.